Event description:
It was reported there was a disconnection issue with a one-link extension set. According to the report, the reporter stated that it was difficult to disconnect the blue tip cap from the set, ¿the blue tip protector is hard to take off.¿ this event occurred during set up and the solution used was a nuclear medication ¿radioactive isotopes¿. It is unknown if there was patient involvement, there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.